Manufacturer narrative:
The problem is due to lack of maintenance. We are unaware about operator injury.

Event description:
The laser system stopped due to lack of water in the hydraulic circuit. No adverse effects to patient were reported.